Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The manufacturer¿s international service technician confirmed the reported gds issue and replaced the gds to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure investigation test results confirmed to be defective u1 on the air flow sensor printed circuit board assembly(pcba) and defective u1 on the o2 flow sensor pcba created the air/o2 flow accuracy test and o2 accuracy test to fail.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported airflow accuracy test failed. There was no reported patient harm.